Manufacturer narrative:
Due to character limit: e1(initial reporter)- (B)(6), (event site name)-(B)(6), (event site address)- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon catheters 2 of them (the mega balloon) kinked and unraveled while going through the arterial sheath during insertion. A 3rd larger balloon catheter was successful. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11 corrected field d4 lot and UDI number. The intra-aortic balloon catheters 2 of them the mega balloon kinked and unraveled while going through the arterial sheath during insertion. A 3rd larger balloon catheter was successful. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. One kink was observed on the inner lumen approximately 21.6cm from the iab tip. The guidewire was returned inside of the inner lumen. It was unable to remove the guidewire from inside of the inner lumen. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test, and it was unable to remove the guidewire from inside of the inner lumen. The catheter tubing outer dimensions were measured and they met the specification for a sensation plus 8fr device. The reported failure of difficult or unable to insert sheath & kink was confirmed by the evaluation. The inner lumen kink is most likely the cause of having difficulty to insert the sheath over the balloon. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.